Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one of the amia cassettes leaked from the patient line. The caregiver stated that the tubings were cracked and broken. This occurred during set-up of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information/correction: from "it was reported that one of the amia cassettes leaked from the patient line. The caregiver stated that the tubings were cracked and broken." To "it was reported that an amia cassette leaked from where it was attached to the heater bag." A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.